Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg urine cutoff control and 100 miu/ml urine control, all results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller reported a potential false negative urine hcg test with consult diagnostics hcg dipstick. A (B)(6) female had a positive home pregnancy test (brand not provided) and came to the clinic to verify this result. The consult urine dipstick test gave a negative result. The urine sample was then tested using another brand in the office and it was positive. No quantitative testing was performed. On (B)(6) 2015, patient was (B)(6) pregnant per follow up with physician report. Patient's last menstrual period was on (B)(6) 2015. No further patient information provided.